Event description:
Tampons have an extremely strong, chemical aroma coming from the plastic applicator. It can be detected even before opening the plastic packaging but worsens once open and is clearly coming from the applicator. It smells like burning plastic and can be detected from a distance. I have used several of the tampons over the last couple of days. I just realized where the smell is coming from and am extremely concerned, they might be chemically contaminated. I ejected the cotton portion of one of the unused tampons and it also has the same, extremely strong, bad chemical odor coming from it. The brand is meijer. Plastic applicator. Regular absorbency, unscented, 36 pack. Purchased on (B)(6) 2025 at the meijer on (B)(6). In (B)(6). Lot: 5016.08.13 (B)(4).